Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred. System check was performed by tandem technical support, however, the customer declined to complete check. Customer blood glucose was 305 mg/dl.